Event description:
According to the initial reporter: infected f/bevar explant in our latest case study, we explore a complex scenario involving a 74-year-old gentleman with a history of a 5 vessel f/bevar in 2018. Following a rupture with type 3a endoleak two years later, the patient underwent a repair with a ctag to bridge components. He then had persistent but minimal sac growth from endotension up until last year with no endoleak. The patient now presents with fever, mild pain, and malaise for 2 weeks.